Event description:
On (B)(6) 2013 syneron qa was made aware of a possible adverse event from (B)(6). Pt reported that their emax system ((B)(4)) and dsl ((B)(4)) applicator may have caused injury on the leg over a tatooed area during a hair removal treatment. Pt has had 6 previous treatments on different area of the body and is quite pain sensitive. Customer stated that the tattooed area was never treated and stayed away approx 2-3 cm from the tatoo altogether. Pt was treated on the legs on (B)(6), and noticed a small open area on the outside edge of the tattoo on (B)(6). On (B)(6) during a face treatment, pt still made no mention of the injury around the tattoo until (B)(6). Since then, the pt developed 3 lesions with the original lesion that regina noticed in (B)(6) now closed. But the pt is saying she believes somehow the laser has penetrated her tattoo and has caused this damage and is demanding refund. Emax user manual (pb70484en) indicates "treating over tattoo or permanent makeup" as a contraindication. Both syneron clinical and treatment provider specifically stated that there was no treatment provider specifically stated that there was no treatment performed on or near the tattooed area. Pt's injury appears to be reportable, post photo shows lesions and pt required ambulatory care. Pt mmp is (B)(6) old caucasian female. Pt was treated on the lower leg for hair removal with emax system and dsl applicator. Treatment settings were as follows: optical = 30 for the first 2 session, 32, 36, 38 and 40j. Rf = 20 for the first 2 sessions, 22, 18, 18 and 20j. Short pulses were performed with one pass per zone. Test spots were also performed on the calf.

Manufacturer narrative:
Upon reviewing all available data, the most probable root cause is unk. Due to the time lapse of 1 month between treatment and lesion over tattoo, in addition to treatment provider's statement regarding never having treated over the tattooed area, it is unlikely that the legion was caused by dsl treatment.